Event description:
It was reported through the filing of a lawsuit that allegedly, the patient underwent a left total knee arthroplasty in (B)(6) 2011 using the triathlon total knee system. It is further alleged that "the patient was allergic to cobalt and nickel" and has "suffered injuries as a result of metal poisoning after being implanted with a metal knee."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon posteriorly stabilized femoral. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned to manufacturer.